Event description:
A lower than expected phenytoin result of <2.50 ug/ml reported on (B) (6), 2008 at 4:53 pm on a pt sample. The same sample was re-tested on the same day at 9:31 pm resulted 25.9 ug/ml. The physician treated the pt which had a toxic reaction caused by the initial false result. Analysis of the instrument and instrument data does not indicate any system malfunction. The instrument was serviced without any findings.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the account to investigate the discordant result. Analysis of instrument indicates that the cause for the discrepant result is unk and could have been due to user error. The fse performed qc runs and they were within acceptable results. No further eval of the device is required. The instrument is performing within specifications.